Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in backup vvi during the cybersecurity update. The wand was held over the device directly. The download was performed successfully. It was noted that the device was already upgraded with cybersecurity version. The patient will continue to be followed normally.